Manufacturer narrative:
It is indicated that the product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of retain testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected during in-house investigation and no product deficiencies were observed. The customer may have been on heparin during testing. This test should not be used for pt's on heparin therapy and is considered off-label use. Root cause could not be determined from the info provided by the customer. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.2, laboratory inr: 2.8. The time between testing was within ten (10) minutes. Reportedly, pt was or had been on lovenox or the unfractionated heparin drip, but did not know exactly when or if they were on at the time of testing. Therapeutic range was not provided for the pt. There was no reported adverse pt sequela. There was no additional info provided.